Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer performed to inspect the components, reset the row board cable, reassemble the drawer but the issue persisted. Fse found that the latch sensor was loose, reseated the sensor, restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.